Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A registered nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to a dialysis related issue. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime daily for 15 days (dosages unknown). The patient¿s peritoneal effluent culture result returned positive for enterococcus faecalis, and the patient¿s antibiotics were continued (completed while admitted). The patient was discharged on (B)(6) 2024 to an acute rehabilitation hospital for physical therapy and was discharged home on 30/jan/2024. The patient continued to undergo ccpd throughout his entire hospitalization without reported issue. The pdrn attributed causality to a touch contamination event, as the patient admitted he did not perform hand hygiene prior to initiating and/or termination of treatment after utilizing the restroom. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Following discharge, the patient resumed utilizing the same liberty select cycler without reported issue.

Event description:
A registered nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to a dialysis related issue. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime daily for 15 days (dosages unknown). The patient¿s peritoneal effluent culture result returned positive for enterococcus faecalis, and the patient¿s antibiotics were continued (completed while admitted). The patient was discharged on (B)(6) 2024 to an acute rehabilitation hospital for physical therapy and was discharged home on (B)(6) 2024. The patient continued to undergo ccpd throughout his entire hospitalization without reported issue. The pdrn attributed causality to a touch contamination event, as the patient admitted he did not perform hand hygiene prior to initiating and/or termination of treatment after utilizing the restroom. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Following discharge, the patient resumed utilizing the same liberty select cycler without reported issue.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted hospitalization and antibiotic therapy. Causality was attributed to an unspecified touch contamination event when the patient failed to properly disinfect her hands after using the restroom during ccpd therapy. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Enterococcus faecalis is part of normal human intestinal flora and is most commonly associated with touch contamination events. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.